Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic knife was dull. Procedure details information is unknown. No patient harm was reported. Additional information has been requested. Additional information received clarified that the blade was too dull to use at the starting of a cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no harm to the patient.